Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe with the bd eclipse¿ safety thin wall needle plunger was difficult to move during the influenza vaccine administration. The following information was provided by the initial reporter: "only partial dose administered of influenza vaccine. Required to give a 2nd dose of correct influenza dose to client. Writer felt needle plunger ¿sticking¿ was an influence in the error."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe with the bd eclipse¿ safety thin wall needle plunger was difficult to move during the influenza vaccine administration. The following information was provided by the initial reporter: "only partial dose administered of influenza vaccine. Required to give a 2nd dose of correct influenza dose to client. Writer felt needle plunger ¿sticking¿ was an influence in the error."